Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received magnetic resonance imaging (MRI) but the MRI settings were not enabled. The patient noted the next day that the device was vibrating and was feeling symptomatic. Backup vvi was observed on the implantable cardioverter defibrillator. A device restoration was completed successfully. The patient was stable.